Manufacturer narrative:
(B)(4).

Event description:
The pt experienced an overstimulation sensation. She did not have any return of her urinary symptoms but the sensation was affecting her bowels. It was reported that she was re-implanted in (B)(6) 2010. She lost her pt programmer but was given a new one last week. A "poor communication" message was seen on the programmer. Additional info was requested.